Event description:
The reporter stated the surgeon inserted and removed a cq2015a collamer aspheric three piece lens within the same surgery due to a piece was torn from the lens. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were not required. The reporter stated this is a new lens for the surgeon and too much viscoelastic was used during loading.